Event description:
On 8/7, the pt began feeling ill with vomiting, diarrhea, lack of energy and faintness. She had been obtaining readings in the "30's" on her meter for a wk. She reported that she ate her usual meals, but did not take insulin for a week. On 8/10, she was transported to the hosp by a relative where a blood glucose result of "over 300" was obtained (unknown method). She was treated with insulin & released the same day. The meter is cleaned correctly, however quality control tests are not performed. Also, the pt removes the test strips from their original container and stores them in an older container. The package insert states to store the strips in their orginal vial with the cap tightly closed and never transfer test strips to a new vial or any other container.